Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that abnormal readings were displayed when the product was inserted into the epidural space. Two hours later, it was reinserted into the brain parenchyma within the dura. At this time the hole was visible from the membrane. The abnormal readings were still displayed even when it was placed in the brain parenchyma, and leakage was confirmed from the connection part with the icp cable. In the opinion of the surgeon, it was cerebrospinal fluid. No further information was provided by the hospital.

Manufacturer narrative:
The sensor was returned for evaluation. There was no visible damage to the sensor or connector. A hole in the catheter material was found 3.5 cm from the tip, with external wires exposed. The catheter material was deformed 15.1 cm from the tip. Due to the condition of the device was it was returned, no functional testing was possible. A review of quality records found the component met all manufacturing and quality testing/inspection specifications prior to distribution. It is possible that the condition of the device occurred during removal of the sensor. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.